Event description:
It was reported that ehe patient was experiencing pain on the right shoulder. The patient was prescribed oral opioid medications. Additional information was received that the patients pain in the right shoulder was not device related.

Event description:
It was reported that he patient was experiencing pain on the right shoulder. The patient was prescribed with oral opioid medications.